Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar and intestinal ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient visited the hospital due to abdominal pain. An intestinal ulcer was found, along with a bezoar at the end of the j-tube. The j-tube was removed. No further information was available after attempts to gather additional information.